Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the handle top brass bushing has split. Lever shifts legs widening and narrowing/base frame, center pivot spring loaded down .